Event description:
Product, a continuous glucose sensor, failed to activate. Incident was reported to the manufacturer who is replacing the failed sensor. The issue is this problem and others that occur appear to be happening on a regular basis. Quality control seems nonexistent. Four of the last nine sensors I have used have had issues from failure to activate to highly inaccurate readings. These sensors are advertised as reliable and accurate but repeated failures and inaccuracies is troubling, not to mention dangerous as I rely on them to control an automated insulin delivery system. Pt: 4580. Device: 1535, 3270. Refrence reports: mw5176192, mw5176194, mw5176195.